Manufacturer narrative:
Vyaire identification number: pc-(B)(4). A third party service technician evaluated the ventilator. The technician determined that the malfunction was due to a defective solenoid manifold. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1150 was showing a transducer fault alarm. At this time, there is no information about patient involvement on the reported event.